Event description:
The pt was implanted with an invance sling on (B)(6) 2002 to treat for incontinence. It was reported that the invance was removed in 2008 due to infection. The pt experienced recurring incontinence and was treated with an alternate continence device and collagen injections.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.